Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, further described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was a break in aseptic technique. On (B)(6) 2011, the patient began remedial therapy with ultipine (1gm, ip, once daily), amikacin (100mg, ip, once daily). On (B)(6) 2011, the patient started remedial therapy with vancomycin (1gm, ip, once daily every 7th day). Dianeal and remedial therapies were ongoing. The outcome of the break in aseptic technique and peritonitis were unknown. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of break in aseptic technique.